Manufacturer narrative:
(B)(4). An investigation of the returned filter did not reveal any abnormalities and any measurement was found within prescription. An evaluation of the received images found the filter in a normal configuration, but slightly tilted. No filter leg had perforated the ivc, as the images revealed contrast in the area of the primary leg, but no sign of contrast outside the ivc. However, filter legs may cause pressure to surrounding nerves thus causing the reported back pain to the patient. William cook (B)(4) will continue to monitor for similar reports.

Event description:
The celect filter was placed on (B)(6) 2011 with no issues. The patient presented to the ER over the weekend of (B)(6) 2011 complaining of back pain. A cat scan revealed the celect filter had perforated the ivc. The celect was removed (B)(6) 2011 (using a gunther tulip vena cava filter retrieval set) without any difficulty and replaced with a tulip filter.